Event description:
Olympus was informed that during a threapeutic submucosal electrosurgical myomectomy procedure, sparking occurred when the distal end of the rigid scope came into contact with the electrode. When the surgeon removed the device from the patient's uterine cavity it was found that the outer sheath of the rigid scope showed signs of melting and the loop wire at the distal end of the hf electrode was missing. The missing fragment was removed from the patient and the intended procedure was completed.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. According to the information provided, the customer incorrectly combined a 12° hf-resection electrode with a 30° telescope. This most likely caused a short circuit and the reported breakage of the electrode¿s loop wire. Thus, the event/incident can be attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.